Manufacturer narrative:
The reported blood loss is attributed to the operator not attempting to resolve the alarm or perform rinseback as directed. The disposable cartridge was not available for evaluation. The exact cause of the venous air alarm cannot be determined. The user's guide identifies probable causes of the alarm and provides adequate instructions to resolve the alarm. The user's guide further instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. No attempts were made to resolve the alarm or perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.